Event description:
Pt with a ventriculoperitoneal shunt. Csf tap revealed many white blood cells with gram positive cocci. Internal shunt removed and external shunt placed. Pt on IV antibiotics. Pt accidentally removed shunt. Shunt replaced. Pt returned from post anesthesia recovery room 0230 alert and responsive. 0445 emesis. 0700 non-responsive. Stat CT revealed fluid filled ventricles. 0900 "red connector" noted causing occlusion of fluid path. Red cap removed. 0910 pt responsive. 50 cc csf drained. Normal drainage resumed. No residual effects. "Red connector" is non-patent protective cap on the proximal end of the tubing intended for connection to the ventricular catheter. It has a female luer fitting which connects to the tubing end a male luer fitting on the opposite side which allows it to connect to a catheter.